Event description:
This supplemental report is being submitted to correct the component code from imager to tip.

Event description:
It was reported that upon completion of an endoscopic retrograde cholangiopancreatography (ercp), the scope was withdrawn and the cap was noted to be missing. It was noted that the cap was secured and confirmed as such by both the nurse and physician. A gastroscope was used to locate the cap in the oropharynx and remove it with forceps. There was no patient injury or harm reported.